Event description:
On (B)(6) 2014, one day post xlif re-operation, the pt reportedly displayed motor weakness on the left side. It was reported that the pt has possible knee extension issues and paralysis (temporary or permanent impairment is unk) of her left quadriceps. Pt is attending rehabilitation and is gaining mobility with the use of a walker and has improved during the four weeks post reoperation. Surgeon assessment is there could be a permanent motor deficit in her left leg. Surgeon is continuing to monitor pt's status. The initial lumbar interbody fusion surgery was performed on (B)(6) 2013 which resulted in a misplacement of an interbody cage. Reoperation occurred on (B)(6) to reposition the initially misplaced coroent interbody cage relieving any pain and nerve irritation on the right side.

Manufacturer narrative:
(B)(4). The interbody device remains in-situ and will not be returned for evaluation. There were no failures of the devices or instrumentation used during the surgery and they performed to specifications. Length of the surgery was normal and there were no delays in the surgical procedure. This event is a known surgical complication. Reentry/reoperation may increase the likelihood of complications, though the root cause of this event was unk. Labeling review notes the following: warnings cautions and precautions.